Event description:
In 2005, pt underwent an arthroscopy for acl repair with a vs osteotomy plate, allograft wedge and illiac bone graft harvest. Approx 1 1/2 weeks later md, noted pt developed an infection. The surgical site was reopened, debrided and had drains put in.